Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing above the lower rate limit resulting inappropriate trigger of rate drop response feature. The ipg remains in use. No patient complications have been reported as a result of this event.